Event description:
Guide pin retrograde nailing got bent the 13mm & 14mm reamers were being used. Surgeon realized that the reamers tips were bent back not allowing him to break the core entry hole of the femur. Extended surgery 15 min.